Event description:
On (B)(6) 2012, the patient had surgery for thoracolumbar fusion t 10-sacrum. On (B)(6) 2013, the surgeon reported that the patient came in for a post op follow-up and x-rays indicated that two set screws at the level of t10 - t11 were completely out of the polyaxial screw heads and one set screw at t12 had partially loosened, all on the right side. Revision surgery was performed on (B)(6) 2013 and screws at right t10-t12 were evaluated for loosening. It was determined that replacing the set screws at those levels and torquing those caps securely to the polyaxial screws would suffice. Also, an expedium sfx cross connector was added to the construct between t10 and t11 to establish a more secure construct. Surgery was completed, after which the surgeon indicated that the three explanted set screws would be given to the director of the hospital and at some point custody would be transferred to depuy synthes spine for evaluation and analysis. See mfg medwatch report no. 1526439-2013-29623 for the second set screw that was involved in this event. See mfg medwatch report no. 1526439-2013-29624 for the third set screw that was involved in this event.

Manufacturer narrative:
Depuy synthes spine does not use therapy dates as required. As a result, today's date has been entered into the required field. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
Visual inspection of the setscrews noted no product defects or anomalies. A meeting with manager of research & testing and engineering manager was conducted on (B)(6) 2014 to further investigate the set screw loosening. It was noted that the surface appearance suggests that they were never final tightened. A review of the device history record (DHR) identified no discrepancies during the manufacturing process. The root cause of the single inner set screw becoming loosened cannot positively be determined. However, per the visual evaluation of the returned set screw and the function assessment conducted by the research & testing manager and the engineering manager, it appears that the set screws were never final tightening resulting in the set screws becoming loosened. No corrective action/preventive action (CAPA) is required at this point as there has been no issues identified in the manufacturing or release of these devices, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.